Manufacturer narrative:
The reported field event of undersensing and failure to interrogate were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. The patient was intubated, and a temporary pacer was inserted on (B)(6) 2019. Upon interrogation of the pulse generator, there was no communication between the device and programmer and atrial undersensing was noted. End of life was suspected. Intermittent loss of capture was noted on both right atrial and ventricular leads. The right atrial lead also exhibited capture anomaly and impedance anomaly. The right ventricular lead exhibited high pacing threshold. The device was explanted, and the leads were capped on (B)(6) 2019. The system was replaced.related manufacturer reference number: 2017865-2019-17522, 2017865-2019-17524

Event description:
New information noted that the patient's condition post procedure was poor.